Manufacturer narrative:
Abstract citation: carrizosa, j. And franco, c. Vagus nerve stimulation in children with refractory epilepsy. Alliance medicale et scientifique. May 03, 2009.

Event description:
It was reported to manufacturer in an abstract titled "vagus nerve stimulation in children with refractory epilepsy", that a vns patient had experienced an increase in seizure frequency, above the pre-vns baseline, after the vns device was implanted, and vns therapy was administered. Additional information was received from the site indicating that the patient was taking three anti-epileptic drugs and was receiving vns therapy for their seizures. As the vns device settings were progressively increased, and there were no changes to the pre-vns medication regimen, the patient was receiving efficacy for their seizures. As the patient was showing efficacy, the physician opted to gradually decrease one of the medications (topiramate), while still gradually adjusting the vns device settings to achieve greater efficacy. While the medication was being reduced, the patient experienced an increase in seizure activity, above the pre-vns baseline. At that time, diagnostic testing was performed on the vns device, and revealed normal device function. As intervention, the physician opted to increase the medication (topiramate) back to the pre-vns dosage. The seizure activity did not decline, and the physician then disabled the vns device to observe if the seizures were related to vns stimulation. The seizure frequency did not slow with the turning the device off. At this point, the physician re-programmed the device to low parameters. Further on follow up has revealed that the patient has been experiencing efficacy with vns therapy for their seizures. The patient has reduced seizure frequency and seizure duration, is assisting to school and is more alert than before. Diagnostics have been performed throughout the duration of the implant, and as recent as 2009, and have shown normal device function.